Event description:
Caller reported a cgm error with a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset instructions, and the caller confirmed that the pump did not display the cgm error code again after the reset.